Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Customer technical support provided pump reset information and assisted the caller with resetting the pump.